Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a tortuous coronary artery. Venography was performed and revealed significant tortuousity within the vessel. After a 6f introducer sheath was placed, a guidewire crossed the lesion. Then a 4.00mmx20mm emerge balloon catheter was advanced to the lesion. However, the proximal shaft was separated from the balloon as the physician pushed and pulled while trying to place the device. The device was completely removed from the patient. The procedure was completed using a 7f non-bsc pulmonary artery catheter. No patient complications were reported and the patient status was stable and was discharged on the following day.